Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care explained that discrepancies are common during the early stabilization period while the sensor adjusts in vivo. Because the user continued to report differences, customer care escalated the case for further review. Review of dms showed that the user began actively using the eversense 365 system on (B)(6) 2026, and that calibration and signal behavior were consistent with a system still stabilizing after insertion. The user was contacted and informed that performance was expected to improve as the system continued adjusting. A subsequent review confirmed that sensor trends and blood glucose values were aligning appropriately once physiological lag was considered. The user was advised to continue normal system use, calibrate only with true finger stick blood glucose values, and avoid entering estimated or cgm-derived values, as this could disrupt calibration. With dms showing up-to-date data and continued improvement in system behavior, customer care closed the case.

Event description:
On february 8, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.